Manufacturer narrative:
This event occurred in (B)(6). The field service engineer discovered a blocked reagent probe and a defective wash valve. He removed the blockage from the reagent probe and replaced the wash valve. He confirmed the analyzer was operational and ok. The investigation determined the service actions resolved the issue. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 results for one patient tested on a cobas 6000 c (501) module. Prior to patient testing, the customer's qc results were ok. The patient's initial creatinine result was not reported outside the laboratory. Due to the patient's initial creatinine result recovering higher than expectations, the customer performed a repeat measurement on the cobas 6000 c (501) module. At 10:00 a.m., the customer performed qc on the cobas 6000 c (501) module and had failing results. The customer stopped routine testing on the cobas 6000 c (501) module. The customer performed additional repeat measurements on a cobas integra 400 plus analyzer. At 8:45 a.m. And on the cobas 6000 c (501) module, the patient's initial creatinine result was 5.08 mg/dl, and the patient's first repeat creatinine result was 5.58 mg/dl. At 10:45 a.m. And on the cobas integra 400 plus analyzer, the patient's second repeat creatinine result was 2.95 mg/dl, and the patient's third repeat creatinine result was 2.92 mg/dl. The customer determined the creatinine results from the cobas integra 400 plus analyzer were correct. The creatinine reagent lot number was 529252 with an expiration date requested but not provided.